Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d5, d9, e1, e2, e3, g1, g3, g6, h1, h2, h6, and h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the dermatome was not shaving smoothly. The unit ¿stuttered¿ when harvested the graft, it seemed to catch on the leg despite plenty of oil use. There was no patient harm/injury or surgical delay reported. There were no sutures required, no additional unplanned graft needed, and no damaged grafts. No other device was used to complete/finish the surgery. The surgical technique for the product was not utilized. Due diligence is complete; no further information is available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the calibration was out at the 0 reading. The shaft and sleeve bearings were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.

Event description:
It was reported that during an unknown time the unit was not shaving smoothly. There was no information available regarding the patient impact. Due diligence is in process; no further information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2: country: canada. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.